Manufacturer narrative:
The manufacturer previously reported information in reference to a vent in-op error which was found in the download error logs for this device. There was no harm or injury reported. Additional information received from the philips product investigation lab (pil) found the device powered on and operating normally. The pil confirmed there was no significant events on the device. The pil confirmed the feet were missing and damage to handle joint located on the sd side, and to the front case enclosure, which all needed to be replaced on the device. The inlet air path assembly and removable air path foam was replaced. There were no repairs were made and all testing passed on the device.

Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator in-op" code was found in the ventilator's downloaded error log. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.